Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator leaves were freed. The solenoid was cleaned and lubricated. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a collimator error message and therefore, will not boot up. No report of patient injury.